Event description:
The customer reported that the heartstart mrx was getting a pads cable failure during op check. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.